Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the patient right ventricular (rv) lead dislodged four days post implant procedure, due to the excessive arm movement. During the reposition procedure, the helix was pulled/extended and wasn't screwing in properly anymore. It was also noted that there was tissue stuck inside the helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.